Event description:
During a check-out procedure at the manufacturer's service center, a ventilator was displaying inaccurate leak values. The device was not in patient use. The device's flow sensor assembly was replaced due to contamination (condensation).